Event description:
It was reported that the bur broke off in the attachment during a procare visit. There was no associated procedure and as a result no patient impact or surgical delay reported.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the bur broke off in the attachment during a procare visit. There was no associated procedure and as a result no patient impact or surgical delay reported.

Manufacturer narrative:
The quality investigation is complete.